Event description:
Per the clinic, the patient experienced extrusion of implant through the skin due to multiple past surgeries (non-device related) that weakened the skin. The device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.